Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and fell in the patient¿s mouth. They just reached it in the mouth to retrieve. A repeat procedure was done on the same day and it was successful. Lubrication was used to facilitate the placement of the capsule.